Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "lowering of glucose level", a seizure and was unable to self-treat, requiring non-healthcare professional administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30 apr 2022. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.